Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced fluid loss and dissatisfaction with the device, as he described the implant as feeling too tight. The device ultimately stopped working. A surgical procedure was performed in which the device was removed and replaced with a three-piece prosthesis. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced fluid loss and dissatisfaction with the device, as he described the implant as feeling too tight. The product was no longer working, and the system was found to be almost empty upon explant. A surgical procedure was performed in which the device was removed and replaced with a three-piece prosthesis. There were no patient complications reported.